Event description:
N/a.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had ECG cable malfunction. There was patient involvement but no harm reported. The pump kept switching back and forth to pressure trigger so customer put it in semi-auto ECG and now has no trigger. Troubleshooting was unsuccessful in gaining a better ECG or removing artifact. Then it was noticed that the ECG cable port on the console was loose. Customer was able to switch over to another console successfully which resolved the issue. Complaint information collected and the pump was tagged for biomed. Customer has not requested for getinge to service this unit. Additional information was requested with regard to the repair and status of the iabp were performed with no additional information provided. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump kept switching back and forth to pressure trigger so the rn put it in semi-auto ECG and now he has no trigger. Troubleshooting was unsuccessful in gaining a better ECG or removing artifact. The then rn noticed that the ECG cable port on the console was loose and was able to switch over to another console successfully which resolved the issue. The was no patient harm or injury reported.